Manufacturer narrative:
On 22-may-2024, it was noticed the related file number in field h10 related report number was inadvertently omitted from the 3500a initial medwatch. The reference number has now been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 7-jun-2024, additional information was received indicating there were no errors on ngen generator, however, the physician assumes the ngen generator contributed to the steam pop because he has no other explanation. When asked if the physician believed there was a malfunction with the ngen generator the doctor couldn¿t come up with a precise explanation. That¿s why he wondered whether there might have been a problem with the ngen. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 9-jul-2024, the product investigation was updated to clarify the potential cause of the data integrity error 232 observed cannot be determined and the following h6 code updates were processed: h6. Investigation conclusions was updated from ¿cause traced to component failure (d02)¿ to ¿cause not established (d15) and ¿no problem detected (d14)¿. H6. Investigation findings was updated from ¿operational problem identified (c13)¿ to ¿no problem found (c19)¿. H6. Component codes ¿circuit board (g02005)¿ and ¿power supply (g02027)¿ have been added. Explanation of codes: investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: touchscreen (g0204004), circuit board (g02005) and power supply (g02027 were selected as related to error 232 that was displayed during product evaluation. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported steam pop and adverse event. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
Device evaluation details: during the system review and testing, a data integrity error was displayed (error # 232). As such, the monitor, console, and power supply unit (psu) were replaced. This error was not reported to be presented during the patient procedure. The replacement of these parts was only due to the error found during testing and not related to the adverse event. There were no other alerts or error codes reported that could have contributed to the adverse event. The root cause of the adverse event remains unknown and cannot be determined. A device history record evaluation was performed for the finished device number, and no internal action related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of biosense webster's quality process. Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and an ngen rf generator the patient experienced cardiac tamponade and a heart injury requiring extended hospitalization for heart surgery to repair a lesion on the left mitral isthmus. During the ablation phase of the procedure they try to deliver the radio frequency they heard the steam pop and afterwards they saw a tamponade. They decided to drain the heart of the patient. When they checked the ablation parameters, everything looked normal. The patient had to be hospitalized for heart surgery and repair of a lesion on the left mitral isthmus. Patient has fully recovered with no residual effects. The transseptal puncture was performed with an abbott brk needle and abbott slo sheath. The correct settings on devices and no error messages on equipment. The ablation settings were 50w and the steam pop happened after 4 seconds of firing in the same position. On 26-apr-2024, additional event information was received indicating that the customer indicating they believe the issue is due to the catheter but still want to have the ngen rf generator checked as a possible contributing factor to the adverse event. As such, the event is being reported against the ngen rf generator.